Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was infection of the pocket. Interventions included explanting and not replacing the implantable neurostimulator (ins). The extension was cut through and was still connected to the lead to protect the end of the lead. The event resulted in in-patient hospitalization and unscheduled clinic or office visit. The patient reported pain and redness in the pocket area. The redness of the pocket was visible. Laboratory results showed an infection. The etiology was reported as not related to the device or therapy and related to the implant procedure. The etiology was reported as related to the surgery/anesthesia. The cause was unknown. The outcome was ongoing.

Manufacturer narrative:
Product ID: neu_unknown_ext, lot# unknown, explanted: (B)(6) 2016, product type: extension; product ID: neu_unknown lead, lot# unknown, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported an intervention of the lead on (B)(6) 2018 where it was explanted. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, explanted: (B)(6) 2016, product type: extension. Product ID: neu_unknown_lead, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported an infection of the ins pocket and the issue resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.